Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 100-120mg/dl - fasting. Strip expiration date is 03/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 83mg/dl (B)(6) 2015 12:50:00 pm fasting:yes; 85mg/dl (B)(6) 2015 03:20:00 pm fasting:yes; 75mg/dl (B)(6) 2015 01:25:00 pm fasting:yes; 78mg/dl (B)(6) 2015 01:21:00 pm fasting:yes. Customers concern: 75mg/dl, 78mg/dl. Customer explained that he is border line diabetic and that with result of 78mg/dl from the true result meter he should be shaking and displaying symptoms of hypoglycemia however he felt fine. Customer state that he double checked using his old meter from a different manufacturer and his blood test was 113mg/dl customer performed back to back blood test - results are 83mg/dl and 85mg/dl - nonfasting.